Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels in (B)(6) 2019. It was unknown if hearing performance with the device was affected, because the recipient could give only minimal feedback about hearing performance due to language barrier. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. It is unknown if hearing performance with the device is affected, because the recipient can give only minimal feedback about hearing performance. Per further information, the recipient was presumably hit in the head with a ball on the right ear end of april / beginning of may.